Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6, -10.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. The lens was noticed to being flipped and was explanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will submitted.